Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 16x3mm target lesion was located in the mildly tortuous right coronary (rca) artery. After a 16x3 promus premier select drug-eluting stent was implanted, a distal edge dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable with timi 3 flow. The patient was placed on aspirin and clopidogrel.